Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wire came off of the jaw. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for investigation. Signs of clinical use was observed. There was blood detected on the jaws. A microscopic analysis determined that there was no defects to the heater wire. The heater wire was observed to be attached at the base, center and tip of the hot jaw. When compared to a reference hemopro device, the reported device mirrored the same attachment as the heater wire on the reference device. Based on the results of the investigation, the reported failure "material twisted/bent; wire" is not confirmed.

Event description:
Hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wire came off of the jaw. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.